Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and palpitations ("heart palpitations") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (d) and cyanocobalamin (b-12). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), palpitations (seriousness criteria hospitalization and disability), alopecia ("hair loss"), tooth loss ("teeth loss"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, palpitations, alopecia, tooth loss, depression, anxiety and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, depression, palpitations, pelvic pain, tooth loss and weight increased with essure. The reporter commented: hospitalization, disability/permanent damage was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.